Event description:
It was reported by the contact that the customer had received multiple temperature alarms while in bed. After receiving the alarm, the customer would resume insulin delivery. The customer's blood glucose level was 300 mg/dl. The customer has temporarily reverted to manual insulin injections for diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.